Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported by a member of the patient's family that the rv lead "pierced the heart" after it became dislodged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and breathing difficulty. The right ventricular (rv) lead was found to be dislodged and failed to capture. The lead was revised with an epicardial rv lead being implanted. No further patient complications have been reported as a result of this event.